Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 489 mg/dl. Customer stated that she programmed her replacement insulin pump, then checked the guide. Customer reported that she does not seem to be getting any insulin. Troubleshooting was done and the customer realized that her basal rated may have been set too low. Customer treated her high blood glucose levels with manual injections. Customer's current blood glucose was 145 mg/dl. Product is not being returned or replaced.